Manufacturer narrative:
The device was not returned to ventec for evaluation. The cause of the reported issue could be determined.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. The initial reporter did not provide the device's serial number. As a result, (model number, catalog number, serial number and UDI number) are "unknown".